Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-user stated that while she was out at (B)(6) after getting her prescription her power chair quit on her. End-user stated that while going up the ramp the power chair veered to the right and stopped midway up the ramp. End-user stated when the power chair finally turned on it flashed 3 times possible motor fault. End-user stated it took approximately 30 minutes with assistance from bystanders to help get her back into the van.